Event description:
Surgeon reports lens was implanted on 4/2/97. On 6/6/97 a portion of the haptic was observed to have broken off, so secondary surgery was performed on 6/11/97 in order to replace the lens.